Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed, and the findings did not replicate or confirm the reported recognition issue. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument failed intuitive motion, and the jaw did not open or close. Additional unrelated observation: the instrument housing was removed, and the instrument was found to have a dislodged and stuck conductor wire at proximal end in the roll gear junction and the main tube entry which caused the motion failure on the instrument. The instrument passed the electrical continuity test. The instrument was also found with torn jaw cover at the distal end. There was no material missing. The probable root cause of the torn jaw cover was attributed to the user.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal instrument had recognition issue. A backup instrument of the same kind was used to complete the procedure with no patient harm.